Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other seven proglide devices referenced, are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using eight proglide devices after a biliac aorto endoprothesis interventional procedure. Reportedly, the sutures failed to deploy on all eight proglide devices. The method of achieving hemostasis was not reported; however, reported information states that the final patient outcome was surgery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number: (B)(4). Additional information received and based on this new information (B)(4) are not medwatch reportable as the additional information received indicates that the device achieved hemostasis and no device malfunction occurred. This event is not MDR reportable. Evaluation summary: the device was returned and analysis found that the device was consistent with a successful suture retrieval based on the additional information stating the device was successfully used. No device malfunction or adverse event was reported. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, only six (6) proglide devices reportedly malfunctioned. Proglide devices seven and eight were used successfully in the pre-close technique to achieve hemostasis, no device malfunction or patient adverse event were reported with the proglide devices seven and eight. No additional information was provided.